Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained.

Event description:
It was reported by customer that the patient states she has a powerport that she uses for normal saline infusions and zofran administration only. Her port stays accessed and the needle is changed every week. On (B)(6) 2023, she noticed there was air in the extension tubing this time due to the non-coring needle tubing again cracking where the tubing meets the luer hub. Patient provided the product code lh0037 and lot number asgufc010. Confirmed with patient they lock her port with heparin after each use with the bd posiflush heparin 100 units per ml, 3 ml total. They do not use any ethanol locking solution. The needleless connector they are using is the ICU medical microclave. Patient did state they clean the needleless connector with alcohol before each use, however they do not tend to get it on the safestep extension tubing. Informed patient we will forward this to our product complaints team to investigate. Patient does have a sample of the product that has cracked, suggested she hold onto this to send in but engage the safety mechanism for safe handling. Additional information received 15 september 2023: event did not interrupt treatment or cause a clinically significant delay. Ondansetron, normal saline were infusing, or planned to be infused. Patient believes tagaderm was used to secure device. When the tubing broke it allowed air to back up into the tubing. Break was external. No pieces retained in patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that the patient states she has a powerport that she uses for normal saline infusions and zofran administration only. Her port stays accessed and the needle is changed every week. On (B)(6) 2023, she noticed there was air in the extension tubing this time due to the non-coring needle tubing again cracking where the tubing meets the luer hub. Patient provided the product code lh0037 and lot number asgufc010. Confirmed with patient they lock her port with heparin after each use with the bd posiflush heparin 100 units per ml, 3 ml total. They do not use any ethanol locking solution. The needleless connector they are using is the ICU medical microclave. Patient did state they clean the needleless connector with alcohol before each use, however they do not tend to get it on the safestep extension tubing. Informed patient we will forward this to our product complaints team to investigate. Patient does have a sample of the product that has cracked, suggested she hold onto this to send in but engage the safety mechanism for safe handling.